Event description:
The customer reported via phone call that the sensor never warned her of the low blood glucose level she experienced. Her blood glucose level was 40 mg/dl. The insulin pump alarmed calibration error, change sensor, and lost sensor. The sensor was curved. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-17592 and 2032227-2015-17702. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.